Manufacturer narrative:
If implanted, give date: (B)(6) 2016. Two implant dates were reported, however information was not provided for which specific lens/eye/serial number was implanted on which date. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was initially reported that a physician who was new to offering presbyopia correcting intraocular lenses had a patient that was not doing well after a bilateral symfony lens implants. The first eye was operated on (B)(6) 2016 and at 1 day post-op, the patient¿s visual acuity (va) was 20/50 j7 with a lot of dryness in the cornea. The physician believes this to be due to the ketorolac drops and stopped using it at 1 week post op. At 3 weeks post-op, patient was 20/50 j3 and cornea is much better than before, with a refraction -0.5d but this was not pushing plus. Additionally, the other eye had surgery on (B)(6) 2016 and va is currently 20/40 j3. Patient also complains of some glare. At a later follow up it was learned that both lenses were model zxt150 and both were explanted on (B)(6) 2016. The right eye (od) was replaced with monofocal toric iol. A capsular tear was reported for the left eye (os) and a model za9003 lens was used. The patient¿s vision was reported to be od 20/40 distance, j3 near and the os 20/50 distance, j3 near. Good vision at 10 feet however complains of glare. This report will capture the zxt150 that was explanted from the patient's right eye and a separate report will be filed for the zxt150 explanted from the left eye.

Manufacturer narrative:
Date of onset of symptoms was not provided, only that the patient was not doing well after bilateral implants. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.